Manufacturer narrative:
Article citation including web address/literature reference (doi): 10.1227/01.neu.0000369517.21018.f2 b.3. Please note that this date is based off of the date of acceptance of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.4. Product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding formation of painful seroma and edema after the use of recombinant human bone morphogenetic protein-2 in posterolateral lumbar spine fusions. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: recombinant human bone morphogenetic protein-2 (rhbmp-2). Out of 130 patients who underwent posterolateral fusion with the addition of rhbmp-2 between april 2006 and august 2008. Of those patients, 6 (4.6%) were returned to the operating room with the primary goal of exploring the painful swelling that had occurred at the surgical site. Among six patients, one patient underwent laminectomy, posterior spinal fusion (psf) and posterior lumbar interbody fusion (plif) at l4-l5 levels, with 2.1 mg of bmp. He experienced swelling and severe pain, leading to an exploration 6 days later, which found an epi/subfascial seroma. Among patients' adverse events/device performance issues included: there were 6 patients who on exploration clearly had sterile seromas and significant tissue edema with no gross signs of infection and negative cultures. The painful swelling that had developed at the surgical site. In all patients, erythema and tenderness to palpation were associated with the swelling. No further information was provided pertaining to medtronic products.